Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "ptosis and hypertrophy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ptosis and hypertrophy, rupture.

Event description:
Patient reported "ruptures" and "capsular contractures baker grade unknown". Confirm whit ultrasound and MRI. Later healthcare professional reported "rupture", "gel breast implant rupture", "ptosis and hypertrophy" and "implants were obviously ruptured and leaking silicone gel into the capsule". Healthcare professional further confirmed that there was no capsular contracture. This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as surgical impact opening and a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases, nick other and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "ruptures" and "capsular contractures baker grade unknown". Confirm whit ultrasound and MRI. Later healthcare professional reported "rupture". Later healthcare professional reported "gel breast implant rupture", "ptosis and hypertrophy" and "implants were obviously ruptured and leaking silicone gel into the capsule". This record is for the right side. Device was explanted and replaced. Device was returned.